Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The doctor reports that the screw portion of the healing abutment fractured upon placement inside of the implant. The doctor tired to remove the screw fragment but was not successful. The implant was removed and bone grafting material was placed.

Manufacturer narrative:
Visual inspection confirmed that the screw portion of the healing abutment had fractured. There was evidence of bone remnant along the implant as well as damage to the interior of the implant. A portion of the healing abutment was visible inside the implant. Review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. No definitive root cause has been determined.